Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that right atrial lead was undersensing. A 12-lead electrocardiogram was done, with pacing on and off, to confirm atrial fibrillation [af]. The 12-lead did not confirm af however there were detected atrial refractory events. Pacing threshold could not be confirmed, even at high outputs and there may be a lead dislodgement. The lead is still in use. No patient complications have been reported as a result of this event.